Manufacturer narrative:
Investigation type: n/a. Eitan medical is in the process of investigation this event. (No investigation type is available yet.) Investigation findings: n/a. Eitan medical is in the process of investigation this event. (No investigation findings are available yet.) Conclusion: n/a. Eitan medical is in the process of investigation this event. (No investigation conclusions are available yet.) This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from the UK. A delivery issue was reported. The customer stated no harm was caused to the patient. No medical intervention (other than stopping the pump) was reported.

Event description:
This complaint was reported by a customer from the UK. A delivery issue was reported. The customer stated no harm was caused to the patient. No medical intervention (other than stopping the pump) was reported.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: the investigation established the event was a result of high pressure detected in the set during priming (most likely due to incorrect setup by the user or issues in the line, such as a blocked catheter or set). This, in combination with a specific and highly unlikely set of conditions, resulted in the increased vtbi which was displayed on the pump and confirmed by the user after priming was completed. No other contributing factors were identified. The pump's accuracy was tested and found to meet specifications. Conclusion: the complaint was confirmed. The event was established to be solely a result of a specific and highly unlikely set of conditions (likely involving incorrect setup by the user or issues in the line, such as a blocked catheter or set), with no other contributing factors. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.